Manufacturer narrative:
(B)(4). No product was returned. Visual examination of the provided pictures confirmed that a wall of the outer sterile cavity is cracked vertically. Review of the device history record identified no deviations or anomalies related to the reported issue during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the provided pictures, the DHR review, and the potential transit age of the device (over 9 years). The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner packaging was cracked and the sterility of the product was breached. Attempts have been made and no further information has been provided.